Event description:
The pt experienced a loss of therapeutic effect, and had heard an audible alarm since 2007. In 2008, it was determined that the pt's catheter was kinked and blocked. The pt had an appointment to follow-up with her hcp. The catheter was used to deliver fentanyl. Additional info has been requested from the hcp, a follow-up report will be sent if additional info becomes available.